Event description:
It was report that before use, the cardiosave intra-aortic balloon pump units internal power cable was faulty. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1(event site postal code-(B)(6)) a getinge field service engineer (fse) was dispatched to evaluate this unit, and fse found that the power cable was entangled due to hard force. The power cable was re-assembled, and the unit ready. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
N/a